Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09295).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to unknown reasons. The tibial bearing and locking bar were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to locking bar disassociating from the tibial tray. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Evaluation of the returned component found minor indentions on bottom of bearing likely from extraction. The bearing appeared to have left biomet conforming to print specifications.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2002 due to unknown reasons. The tibial bearing and locking bar were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to locking bar disassociating from the tibial tray. The tibial bearing and locking bar were removed and replaced.